Event description:
The customer reported to beckman coulter (bec) that they noticed a clear fluid, less than 5 ml, below the coulter lh 500 hematology analyzer which leaked onto the counter while running specimens. The customer was unable to isolate the fluid. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing gloves and a laboratory coat at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No patient results or quality control (qc) were affected by the leak. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that pinch valve (pv42), normally closed (n/c), was leaking diluent. The pv42 controls the path of diluent to the probe wipe. The fse replaced tubing to pv42 and flushed the vacuum lines and cleaned blood sampling valve (bsv) with no further issues indicated. Failure mode was attributed to tubing at pv42. (B)(4).